Manufacturer narrative:
(B)(4). Review of the device history record could not be performed as there was no lot number reported for this complaint. Product examination found that the tip nozzle had become detached. This complaint is confirmed. A review using the p/n of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿came off¿ june 30, 2017 to august 2, 2018 resulted in 10 complaint. A review using the criteria of p/n and complaint category of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿came off¿ and sorted by manufacturer date was performed. This review resulted in the highest occurrence for a given manufacture date was 4. Reviewing the complaints for the lot number could not be performed as there was no lot number reported for this complaint. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during the surgery, the valve which set at the tip of fanspray tip came off during use. The surgeon noticed that during the surgery, and removed it; so, it didn't retain in the patient's body. There was no patient harm and no surgical delay. No additional patient consequences were reported as a result of this malfunction.